Event description:
On (B)(6) 2012, customer reported that the lh500 instrument had a leak from the red blood cell (rbc) bath. Customer stated that approximately 5-10 ml of clear fluid leaked onto the counter. Customer stated that they were running a system test due to a "high vacuum low" message generated by the instrument when the leak was discovered. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a loose solenoid that caused the rbc bath to overflow. Fse reconnected solenoid 36 and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).